Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge per the user guide the mobi cartridge needs to be facing down when in use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge on the mobi pump and is wearing the mobi pump with the cartridge tubing facing up, this is considered off label use. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.